Manufacturer narrative:
Shibata, shinya, et al. (2024). Investigation on the incident of premature battery depletion in subcutaneous implantable cardioverter-defibrillator (s-ICD). 70th annual meeting of the japanese society of arrhythmic cardiology.

Event description:
It was reported via literature review of an abstract presented at the 70th annual meeting of the japanese society of arrhythmic cardiology that subcutaneous implantable cardioverter defibrillators (s-icds) have had incidence of premature battery depletion (pbd). For s-icds manufactured before august 2018 the predicted rate of pbd was 3.7 percent at five years after implantation. The authors compare this rate to that of their facility and with the incidence rate of other facilities. Forty-three patients were included who had an s-ICD implanted between (B)(6) 2016 and (B)(6) 2018. Pbd began to occur forty-three months after implantation, and the incidence rate was 18.6 percent at five years after implantation. As of b)(6) 2024, pbd was observed in twenty-four patients, occurring about 65 months after implantation. The incidence of pbd was higher at their facility than initially predicted, and they plan to closely monitor and study the progress. No adverse patient effects were reported.